Event description:
The report stated that while sealing the greater omentum, the device would no longer seal. An end tone, signaling a completed seal cycle, was heard but no regrasp alarm sounded. This occurred after five to ten successful seal cycles. This resulted in a small amount of oozing. The power settings on the generator were at 2/3. A ligasure atlas hand piece was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
The sample has been requested, but to date, the incident sample has not be received for eval. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.